Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the anchor revealed that the anchor did not properly detach from the ascenda tool and was not able to be used. As received for analysis, the distal end of the anchor had an unusual look to it. The distal side appeared to be folded in on itself. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Event description:
It was reported that, during a catheter implant on the report date, the distal end of the anchor was found to be an issue. The anchor was removed and replaced. There were no patient symptoms or complications associated with the event. The device system was used to deliver morphine. It was later reported that the anchor seemed to have folded over on itself on the distal end.

Manufacturer narrative:
(B)(4).